Event description:
Customer received a blood result of "hi" on her contour meter. She was taken to the hospital and the lab result was 140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent. The customer is expected to return her strips for evaluation.